Event description:
During the procedure, ultrasound and pneumatic probes were being used to treat the calculus. Metal shavings were then noticed on the intraoperative video monitor. Kidney was flushed profusely; no further shavings noted. Packaging not saved, so we have no identifying lot numbers, serial numbers, or reference numbers.the reps of both companies have been made aware of this issue. They will be observing a scheduled case to make determination of which product and of any issues with use.